Event description:
A review of service data detected a reportable event. During servicing of electrode belt which was returned for routine maintenance, it was discovered that the driven ground relay was open. The last pt to use this electrode belt did not experience any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt have been completed. The electrode belt was found to have a broken wire in the trunk cable. The driven ground wire was pulled into the outer insulation. The root cause of the broken wires appears to be misuse. There were cuts noted on the trunk cable. Also, the cable looked to have been stretched. Both therapy electrodes were heavily creased. The electrode belt was repaired, retested and restocked. No adverse event resulted from the open connection in the truck cable. The last pt to use this electrode belt did not experienced any problems with it.